Event description:
It was reported that the local representative requested review with the x-ray. Boston scientific technical service (ts) discussed it looks unusual and there is a possible lead integrity anomaly. Moreover, the lead measurements were normal. Ts advised patient should not be scanned. Furthermore, the representative thought this is the right atrial (ra) lead. To date, this lead remains in service. No adverse patient effects were reported.